Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. The lead was reprogrammed. The patient was in good condition and was sent to have chest x-ray performed.

Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016 revealed that the lead had dislodged. No further information was available.

Manufacturer narrative:
This report is to retract report 2017865-2016-01340, submitted on (B)(6) 2016. This report was erroneously submitted. This device is an investigation device exemption product and is not reportable. All previously submitted information should be superseded to not applicable and null fields.